Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. A visual inspection found pins 4 and 5 of the pigtail adapter were burned. The pigtail adapter was replaced to correct the reported problem.

Event description:
It was reported that the pigtail connector was removed from the ventilator by the customer which caused damage to a pin.